Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link set separated while in use on a patient on a central line (left internal jugular tunneled line). The separation was further described as the line was not sutured near the ¿purple part¿ (no further details were provided). The product information for the set used was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.